Event description:
It was reported that the patient had a dysfunctional dorsal column stimulator. A normal battery depletion was also noted. There was no patient death or injury and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3550-09, lot # lc4456, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type accessory; product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3487a-33, lot # j0437359v, implanted: (B)(6) 2004, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The battery was not in a new condition.